Event description:
The customer reported that discrepant total human chorionic gonadotropin (tbhcg) results were generated on a unicel dxl800 access immunoassay systems for multiple patient samples over multiple days. This report represents the imprecise total human chorionic gonadotropin (tbhcg) result generated on a unicel dxl800 access immunoassay system on (B)(6) 2011 for one patient sample. All tbhcg tests were run in duplicate. The repeat tbhcg test result, generated on the same instrument as the initial result, was lower that the initial test result. The results were outside the instrument's precision range claims for the tbhcg assay. The results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The instrument's quality control results for this assay were within the customer's established ranges during the timeframe of this event. No additional system information was provided by the customer. The tbhcg sample was collected in a "mint green" topped plasma lithium heparin tube. The sample was "normal" in appearance without any visible abnormalities. No additional patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event on (B)(4) 2011. The field service engineer (fse) performed customer feedback type one protocol testing, an instrument system check, a high sensitivity system check and an assay quality control assessment. All results met established specifications. A definitive root cause has not been determined to date for this event. Associated mdrs for this event: 2122870-2011-02364, 2122870-2011-02416.